Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 1 device was received. 2 device investigation types have not yet been determined. Additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device had debris in sterile package. 1 event had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 3 previously reported events are included in this follow-up record. Product return status 3 devices were received.

Event description:
This report summarizes 3 malfunction events in which the device had debris in sterile package. 1 event had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.